Event description:
Follow up with the treating neurologist revealed that the reason that the patient felt the vns was bothersome was because he did not feel that it was needed anymore. When asked about the relationship to vns, the physician indicated that there was "none". Additionally it was noted that there were no programming or medication changes that preceded the event, and there was no manipulation or trauma to the device. No other information was provided.

Event description:
The patient visited the neurologist on (B)(6) 2016. The generator was unable to be interrogated and the physician believed it was due to end of service. The patient the was then referred for surgery. No surgical interventions are known to have occurred to date.

Event description:
An implant card was received which indicated that the generator was replaced on (B)(6) 2016. The explanted generator was received on 4/19/2016 and it was evaluated by the product analysis lab. Analysis confirmed that the generator was at end of service as a result of normal battery depletion.

Event description:
Additional information was received on (B)(6) 2012 indicating that the patient was a no-show for his explant surgery and that the surgeon does not plan to schedule the patient for explant again. The patient was seen by his neurologist on (B)(6) 2012 and at that time was said to be doing well. Attempts for additional information have been unsuccessful to date.

Event description:
It was reported that the patient was scheduled to have his vns removed because it was bothersome. It is unclear if explant has occurred to date. Attempts for additional information are in progress.